Manufacturer narrative:
(B)(4). Implant date: (B)(6) 2014. (B)(4). The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be completed. Product location unknown.

Event description:
It was reported that the patient underwent knee procedure. Subsequently, the patient experienced a ¿rattling knee¿ and wear. Review of radiographs showed a joint gap of greater than 3mm. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent knee procedure. Subsequently, the patient experienced a ¿rattling knee¿ and wear. Review of radiographs showed a joint gap of less than 3 mm between the femoral and tibial components. Attempts have been made and additional information on the reported event is unavailable at this time.